Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Based on the collected information, the side rail was fully detached (screws holding it were ripped off). According to the instructions for use for citadel plus bed (IFU 831.374 rev. I ), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also include warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints and the analysis carried out by the manufacturer, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The device was in use when the issue occurred. The complaint was decided to be reportable due to the side rail detachment.

Event description:
The side rail malfunction was claimed by the customer staff. Allegedly, it did not lock in the upright position. The bed frame inspection revealed that the left foot side rail was detached, the screws holding it to the bed were ripped off. The bed was in use when the issue occurred. No injury was reported.